Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, left iui contaminated, right iui contaminated, latch module cracked, carriage block worn split nut, tube drive bent, linear sensor fail pm. Calibrated. A review of the device history record for (B)(6) was performed from date of manufacture (B)(6) 2011 to the present date (B)(6)2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to a cracked/damaged bottom front of the front case.

Event description:
It was reported that the device failed the plunger force accuracy test. Npi.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the plunger force accuracy test. Npi.